Manufacturer narrative:
The event occurred on an unreported date in early mar2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with unspecified anti-inflammatory drugs for the event. Pd therapy was stopped. The reporter declined to provide additional information.